Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was 116 mg/dl. The customer was assisted with troubleshooting for failed battery and customer states received failed battery test. Advised the pump will need to be replaced. Advised to revert to back up plan. The customer was advised to insert new battery. The insulin pump will be returned for analysis.